Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the recalled composix kugel mesh implanted in 2006, will be reported.

Event description:
Attorney reported: 2004 - the patient underwent surgery to repair a recurrent ventral hernia with placement of a medium oval composix kugel mesh patch. In 2006, the patient was forced to undergo the surgical removal of the infected mesh. Seven months later, the patient underwent further surgery to repair his recurrent hernia, a recalled composix kugel mesh patch was placed. This mesh also failed, caused infection, two open and continually draining wounds, an apparent fistula and will likely need to be removed.